Event description:
It was reported that there is nothing displayed on the left monitor of the 6800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose hv connector and a loose (not properly seated) protective guard at the image intensifier. Repaired the identified items. The system was tested and found to be working as intended and placed back into service.